Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument¿s tip cover accessory fell inside the patient¿s abdomen. The tip cover accessory was retrieved during the same procedure. The surgeon used a backup tip cover accessory and the procedure was completed with no reported patient injury. Intuitive surgical (is) made multiple attempts to contact the reporter to obtain additional information about the complaint; however, attempts were not successful.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint has not been performed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) tip cover accessory fell inside the patient during a da vinci assisted procedure. The tip cover accessory was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the tip cover accessory to fell inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".